Event description:
It was reported that post implant a realize band, on (B)(6) 2011, the patient had a bit of swelling over port site patient and was instructed to wear a compression garment over site area to keep it from getting bigger. On (B)(6) 2012, the patient still has fluid collection (seroma) over port site and CT scan was done to rule out possible hernia etc. The CT scan showed fluid collection over the port site. The surgeon then drained the site area of the fluid. On (B)(6) 2012, the patient returned for a follow up with complaints of tenderness and redness in the port site area. The surgeon continued to watch the patient and she did over time get better. On (B)(6) 2012, the patient returned to surgeon's office and the surgeon felt that all the previous infections and rash had cleared up so the first fill was done successfully. The patient had two subsequent fills on (B)(6) 2012 and (B)(6) 2012. During a routine on (B)(6) 2012, the patient came in for another fill, the port had flipped. The surgeon feels that at this time, the port needs to be replaced. The port was anchored with the port applier, not sutures on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Port reanchored.